Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The field generator was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned tca was connected to a test system and locked the system up. Presumably there are faulty coils causing the system to not track. An electrical failure was observed. The axiem portable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned unit initially was tracking on all ports, when the tca was connected to lemo port 1. When connecting the tca to lemo port 2, tracking became intermittent, changed to a red status and eventually locked up the software. Eminterface shows over-current faults on amp's a, b and c. The 12 volt power supply intermittently shows as being 'ok' and then periodically changes to a fault. An electrical failure was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the system was unresponsive and did not work. The system worked after replacing the emitter with another product. One terminal of the emitter of the control box had recognition failure. Navigation was aborted causing less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Foreign country: (B)(6). Manufacturer date not known at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the system was unresponsive and did not work. The system worked after replacing the emitter with another product. One terminal of the emitter of the control box had recognition failure. Navigation was aborted causing less than an hour delay in the procedure. No impact on patient outcome.